Event description:
Skin biopsies submitted for pathologic interpretation. Problem with tissue processing machine. Slides presented for pathologic interpretation were suboptimal. Referring physican and patient notified.